Manufacturer narrative:
Product analysis of echelon catheter. Damage location details: unknown guidewire extending out from within the echelon-10 catheter hub for 43.0cm. No damages were found with the echelon-10 catheter hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 catheter was found punctured by the unknown guidewire at the proximal edge of the distal marker. The unknown guidewire was extending out from the puncture location for 2.5cm. Testing/analysis: the unknown guidewire and axium prime implant coil were removed from within the echelon-10 micro catheter. The unknown guidewire proximal od (outer diameter) was measured to be 0.01345¿ and the distal od was measured to be 0.01285¿. Conclusion: the echelon-10 micro catheter is compatible for use with the axium prime coil. Regarding the observed catheter puncture, possible causes include incompatible ancillary products, device navigated within the microcatheter aggressively, guidewire inserted without checking catheter integrity/catheter patency, or distal tip shaped improperly. The guidewire appears to be compatible for use with the echelon-10 micro catheter. However, the cause for the catheter puncture could not be determined as insufficient information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an axium coil unable to detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery segment with a max diameter of 4 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the axium spring coil couldn't be fully detached. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that the cause of the coil non-detachment was not determined. Three attempts were made to detach the coil using the instant detacher. Three attempts were made to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered. There was no damage observed to the pushwire after removal from the patient. The echelon was returned with no allegation, analysis identified a non-conformance.